Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient could not get their ins to ¿vibrate or take a charge.¿ the patient stated this started two days ago ((B)(6)2017). The patient was asked to describe what screen they saw and they described the ins charging screen on the recharger. The patient stated ¿only a bit was flashing.¿ the patient saw grey boxes on the recharger and noted it had been like that for 2 days. It was reviewed that the ins was charging and it would take some time and the patient needed to continue charging until they were able to turn the ins on. The patient stated they would continue to recharge. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the device had not vibrated as expected because the recharger would not show whether it was charged or not. The patient stated that the squares were always white. The patient also reported that recharging for a longer period of time also did not resolve the lack of vibration because the recharger would not show if it was charged or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that a change to device programming led to the squares being white when recharging. When asked about what steps were taken to resolve the squares being white and the lack of vibration, the patient replied, "a lot more time." No further complications were reported.